Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report.

Event description:
It was reported that the sales rep was notified of plate breakage, surgeon requesting information regarding weak points of plate. The original surgeon who implanted states the patient was weight bearing on plate before approved to be weight bearing. Patient has not been revised.